Event description:
Litigation papers allege patient has experienced pain, swelling and difficulty walking since her original hip replacement surgery and will undergo further medical operations to remove the hip prosthesis and replace it with another hip prosthesis.update (B)(4) 2012 - records for state court plaintiffs received 5/30/2012. Changed unk asr hip to asr cup added femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 12/1/2014 additional litigation received. Litigation alleges elevated metal ion levels. The stem and sleeve are being added to the complaint.